Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc informed the customer that the reaction should take 10 minutes. The ccc was given permission to gather filter data. The ccc requested the customer to send error log. The ccc reviewed the data provided by the customer and relayed that the error log did show ongoing level sense errors. The customer stated they have been having ongoing instrument issues. Siemens is investigating the issue.

Event description:
Delayed cardiac troponin (ltni) results were obtained on two patient samples on a dimension exl with lm instrument. The customer stated they placed the two samples on at 18:52 and results were obtained at 19:18. The customer placed additional samples five minutes after the initial two samples and they resulted earlier than the initial ltni results. The results were reported out to the physician(s). The results were not repeated as they were not considered to be discordant. The customer stated the samples took a total of 26 minutes to process and they have a commitment of 35 minutes to report emergency room results. There are no known reports of patient intervention or adverse health consequences due to the delayed cardiac troponin results.